Event description:
It was reported that several secondary IV tubing sets came apart from the bottom of the chamber during priming. There was no patient involvement.

Manufacturer narrative:
Correction: product was received for investigation. Updated sections: d.10, h.3, h.6, h.10, & h.11. The customer¿s report that the IV tubing set separated was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection under a lab microscope observed that the tubing had insufficient solvent applied at engagement during manufacturing process. The tubing¿s internal diameter and the drip chamber port¿s outer tubing diameter were measured and found to be within specification. Functional testing could not be performed on the set due to a leak that would occur from the separation. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that several secondary IV tubing sets came apart from the bottom of the chamber during priming. There was no patient involvement.

Manufacturer narrative:
Additional information provided in sections: d.1, d.4, g.5.

Event description:
It was reported that several secondary IV tubing sets came apart from the bottom of the chamber during priming. There was no patient involvement.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that several secondary IV tubing sets came apart from the bottom of the chamber during priming. There was no patient involvement.